Event description:
Covidien received info stating that an 840 ventilator had a blank and inoperable graphical user interface (gui) display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), the software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).